Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/10/2020. Additional information was requested and the following was obtained: event description said ¿the suture is prone to broke easily¿ please explain. The suture broke during the surgery? --yes. Please provide event date. --unk. Please provide procedure date. --unk. Status of product return / follow up. The device has been sent.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pecddgb0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: event description said ¿the suture is prone to broke easily¿ please explain¿ the suture broke during the surgery? Please provide event date. Please provide procedure date. Status of product return / follow up.

Event description:
It was reported that a patient underwent a cesarean section in (B)(6) 2020 and suture was used. During the procedure, the suture was prone to broke easily. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/19/2020 . Additional h3 investigation summary: one labeled winding former with a detached needle and suture of product code w9962, lot pecddgb0 was received for analysis. During visual inspection of the detached needle, the swage and attachment area were noted to be as expected; the barrel hole was examined under 20x magnification and remnant suture was observed. The tip and body needle were examined and no damaged, defects or dull needle was found. The suture could not be dispensed since has begun with the process of degradation and the time of exposure of suture to the environment could not be determined, this caused the breakage suture. Due to condition of the sample, the functional test cannot be performed. In addition, the foil was not received to determined the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, it could not be determined what may have caused the reported incident.